Event description:
It was reported by the company rep: staff was transferring resident from wheelchair to bed via sara 3000 lift and resident started putting her elbows in the air. The caregiver informed resident to put the elbows down or she will fall out of the sling but the resident was not listening and not cooperative, put her arms even further up in the air and took her feet of the lift an slid down, hanging in the sling. The caregiver then lowered the resident, unhooked the sling and put resident gently to the ground. MFR ref # 3007420694-2013-00058.